Manufacturer narrative:
Investigation summary: 1803225: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2011 (march 23rd ¿ april 4th, 2018). Syringes were assembled in machine, nº4252, nº4251, nº4208, and nº4204, in lot #8085795 and lot #8067504. Research has found no problems, defects or qn related to the reported issue. Bd has also reviewed the barrel lots #8085791, #8067999, #8050847, and no problems, defects or qn related to the reported issue were found. Bd has also reviewed the plunger lots #8085753, #8075991, #8072883, #8065749 and no problems, defects or qn related to the reported issue were found. No sample or picture available for evaluation. Conclusion(s): based on the customer feedback of the issue, bd concludes that the cause of the problem could be produced as a consequence of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine.

Event description:
It was reported that a bd¿ 20 ml syringe with needle had leakage. The following was reported, "it was found that solution leaked along the inner wall of the barrel during taking solution."

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ 20 ml syringe with needle had leakage. The following was reported, "it was found that solution leaked along the inner wall of the barrel during taking solution.".